Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s device had random pacing spikes and the patient had chest pain. Upon interrogation, the right ventricular lead had no capture and dropped r-waves. Echocardiography showed a small effusion. The lead was repositioned on (B)(6) 2018. The patient was stable after the procedure.